Event description:
Customer reported that a pt cough following an exploratory laparotomy related to a bowel perforation. The pt developed an abdominal wound dehiscence. The pt was returned to surgery for repair. Surgeon opined that wound dehiscence was related to the size of the pt.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.